Event description:
It was reported that the pendant wires were pulled out causing unintended motion when used. It was further reported that there were no motor controls due to the footboard being locked out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.